Event description:
The customer reported that the IV set leaked at the upper fitment and tubing engagement during a doxirubicin infusion. The device was alarming for infusion complete after 1 hour infusion completed. The nurse put her hand on the top of the device while silencing the alarm and her hand touched fluid. The nurse was troubleshooting where the fluid on the device came from and noticed leaking at the upper fitment and tubing engagement. The nurse was not injured and no medical intervention was performed due to the chemotherapy exposure. No patient harm was reported. No further patient/event information was provided.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.